Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a loose drive support disk.

Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 140mg/dl. The caller stated that insulin squirted out during the manual prime process, and the insulin pump alarmed. The device was stuck on the prime loop mode, and the drive support cap was loose. Advised the customer to discontinue the use of the insulin pump and revert to back up plan. No further information was provided.